Event description:
Allergic reaction (unspecified) (hypersensitivity). Case description: spontaneous report received on 02/29/2008 from a company rep regarding a male pt, with a history of periitoneal tuberculosis, who developed an allergic reaction after the application of seprafilm. In 2007, the pt underwent a laparotomy and synechiotomy due to an intestinal obstruction. At the time of surgery, two sheets of seprafilm were placed under the incision wound of the abdominal wall. On the following month, the pt developed an allergic reaction (unspecified). The expression site was under the incision wound of the abdominal wall. The pt was recovering as of the following month. The intensity was assessed as moderate and the causality was assessed as definite. There were no concomitant medical devices. There were no pre-operative complications.